Event description:
Explant of sbi diamond carpal fusion plate due to breakage of lunate screw at mid-shaft.

Manufacturer narrative:
X-ray images confirmed broken lunate screw. Cause could not be determined.